Event description:
It was reported that charging cable for tandem device was damaged and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of damaged charging supplies. Cts to replace pump. Customer will continue to use current pump.